Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black on the bottom half of the display screen. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.